Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed for the finished device number 7413820 and the manufacturing criteria were met prior to the release of this lot. As part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment, however, since no potential cause could be established during the analysis an investigation was opened to determine and address the root cause as appropriate, including but not limited to additional investigation related to design and manufacturing. Reason for device explant and/or reoperation: right side capsular contracture; baker grade IV. Concomitant products: left side 300cc mentor memorygel breast implant; catalog number: 3507300mc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old hispanic female patient underwent revision breast augmentation with a 300cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade IV postoperatively. As a result, the device was explanted on (B)(6) 2019.